Event description:
No additional information.

Manufacturer narrative:
Correction: (d) lot # is unknown. Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported by customer that "when needle pulled back into safety mechanism, needle went through rubber plunger exposing needle with patient's blood." No harm to patient or staff. Rn placing an IV with the saf-t intima safety system with y adapter and when needle pulled back into safety mechanism, needle went through rubber plunger exposing needle with patient's blood.